Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient called in to report a leak in her lap-band system although she had no device information. The patient stated fluoroscopy was performed and a leak in the lap-band system was noticed. The serial number was acquired with follow up to the physician's office, but no other information is available at this time. No surgery has occured at this time.

Event description:
It was reported that the patient has expired after implant duration of approximately 1 month. Information was learned through a related event. The patient also had another valve implanted. In 2009 (through follow-up with the health-care provider), the patient's discharge summary was received.discharge diagnoses: pulmonary edema versus amiodarone induced toxicity, redo ascending aortic arch replacement and aortic valve and mitral valve replacement, bilateral pulmonary infiltrates, sepsis, tachybrady syndrome, atrial fibrillation.

Manufacturer narrative:
Pulmonary edema versus amiodarone induced toxicity, redo ascending aortic arch replacement and aortic valve and mitral valve replacement, bilateral pulmonary infiltrates, sepsis, tachybrady syndrome, atrial fibrillation.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information, the operative report of 2009, and the discharge summary was received. A device history record review is in process. The patient also had other related events.